Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call failed self test alarm on the insulin pump. Customer¿s blood glucose level was 9.5 mmol/l. It was also reported that the insulin pump shut off multiple times daily. It was reported that they were able to clear the alarm and the insulin pump did not require rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during rewind due to loose/flush drive support disk. Unable to perform the displacement test and self test or verify a64 alarm due to a33 alarm. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.